Event description:
The pump was explanted and returned to the manufacturer for analysis. No reason for the explant was given. Numerous attempts have been made to get additional informtion without success.